Manufacturer narrative:
3003721894-2016-00006 is associated with argus case (B)(4) polident denture adhesive cream.

Event description:
Accidental device ingestion [accidental device ingestion]. Lack of efficacy [lack of drug effect]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria (B)(4) medically significant) and lack of drug effect. On an unknown date, the outcome of the accidental device ingestion and lack of drug effect were unknown. Reporter's verbatim: the patient's year of birth was reported to be 1948. It was reported that the patient ingested the product at a small dose while using polident denture adhesive cream. The consumer complained that the product had not lasted for 12 hours (lack of efficacy).